Event description:
On (B)(6) 2016, the patient presented to roph to have elective aortogram with runoff, angioplasty and atherectomy of right sfa via left femoral access. During atherectomy, the surgeon noted difficulty removing the pantheris device over the wire. Attempts to remove the device, wire, and contralateral sheath were unsuccessful. It appears the device was in the open position within the sheath and was engaged in the sheath. At this point the surgeon decided to cut and clamp the wires with plan to surgically remove the remaining portion of the sheath and wire. The patient was emergently brought to the operating room, where the remaining devices were surgically removed, without any complications and was transferred to the med/surg unit for further monitoring.